Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low results for multiple assays for one patient sample. Of the data provided, only the results c-reactive protein (crp) were a reportable malfunction. The initial crp result was 1.5 mg/dl and the repeat result was 222.7 mg/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
As no sample material was available, the investigation was unable to find a definitive root cause.